Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod5's. It was noted that the patient's anatomy was slightly tortuous and calcified. During the procedure, the physician deployed and detached a pod coil in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a pod5 through the lantern, the physician experienced resistance around the hub of the lantern. The physician then experienced resistance again after advancing the pod5 approximately 10 centimeters into the lantern; therefore, the pod5 was removed. The pod5 was then soaked in saline and the lantern flushed through with saline. While attempting to re-advance the pod5 through the lantern, resistance was encountered again at the same position; therefore, it was removed. The procedure was completed using the same lantern, a new pod5 and additional coils. There was no report of an adverse effect to the patient.